Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) case was "clicking" at implant attempt implying that there was air behind the casing. The device was not used and a different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis confirmed that the device can made a clicking sound when pressed. Visual examination of the connector noted no anomalies. If information is provided in the future, a supplemental report will be issued.